Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. Reportedly, the pump had intermittent power issue. It was reported that there was no damage to the battery compartment or cap and the cap was able to secure properly on to the pump. The reporter noted that there was no moisture/corrosion in the pump and the issue was not resolved with a new battery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/28/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found one unexplainable power on reset on the complaint date. The battery cap contact measurements were within specifications. Battery cap was able to tighten properly onto the pump. Battery compartment was undamaged. The pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. Pump casing was opened and no evidence of moisture intrusion or loose component was found inside the pump. The reported intermittent power issue was verified in the black box but not duplicated during the investigation.